Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.

Event description:
It was reported that the pt had generator replacement surgery and at his two week post-op appointment, everything was fine. After that, the site became infected and the physician thinks the pt was picking at it. The pt was put on antibiotics and eventually the device was explanted on (B) (6) 2010. The pt is still on antibiotics. Attempts for further info have been unsuccessful to date.